Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31295654l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001630071

Event description:
It was reported that a patient underwent a cardiac ablation and during ablation phase with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced a cardiac tamponade that required pericardiocentesis. Cardiac tamponade occurred. Suspected to have occurred during ablation near left atrial appendage (laa). Pericardial drainage was performed. The procedure was terminated without completion. Bleeding was stopped by pericardial drainage and continuous drug administration. Patient required extended hospitalization. Atrial septal puncture was performed with rf needle. It was unknown whether steam pop occurred or not. No abnormalities observed prior to or during use of the product. Additional information was received on (B)(6) 2024. Ablation was performed before pericardial effusion/tamponade. The adverse event was discovered during use of biosense webster products. The patient has improved. No error messages observed on biosense webster equipment during the procedure. The physician's opinion on the cause of the adverse event is the procedure.